Event description:
On january 19, 2010, a complainant reported that after cavicide was sprayed onto a countertop, she accidentally inhaled some of the product which caused her to feel burning in her lungs and have difficulty breathing. She visited her doctor who gave her samples of a prescription steroid inhaler. The complainant claims that she needed to use the inhaler for four days before her symptoms and discomfort subsided.

Manufacturer narrative:
On january 19, the complainant reported that after cavicide was sprayed onto a countertop, she accidentally inhaled some of the product which caused her to feel burning in her lungs and have difficulty breathing. She visited her doctor who gave her samples of a prescription steroid inhaler. The complainant claims that she needed to use the inhaler for four days before her symptoms and discomfort subsided. The complainant is doing fine. The complainant did not return the product to metrex research corporation for evaluation; however, the device history record indicated that the product was within specification. Product not returned